Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been received previously for this lot number. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case the stent remains implanted and no images were provided for evaluation. Potential product and non product related factors which may have led or contributed to the reported issue have been considered. E.g. An inaccurate stent placement, such as significant elongation may have led to a subsequent stent fracture. An inadvertent movement of the hand during stent release, incorrect holding of the delivery system during stent release, insufficient pre and/or post dilatation may have resulted into an irregular placement. Furthermore, highly calcified vessel, patient condition or the vessel anatomy may have contributed to an irregular placement of the stent and a subsequent stent fracture. Based on the information available, a correlation between the reported stent fracture and the worsening claudication symptoms could not be determined. A definite root cause for the reported event could not be determined. The IFU states: "initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position... Continue turning the thumbwheel until the distal end of the stent obtains a minimum of 1 cm of wall apposition... With distal end of the stent apposing the vessel wall, deployment continues with the following method...fast track deployment lever', 'the thumbwheel is designed to initially deploy the stent distal end a minimum of 1 cm. Final stent deployment is achieved by using the deployment lever.' The IFU also addresses the potential risk of a stent fracture as the IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture."

Event description:
It was reported that approximately four months post vascular stent deployment, the patient came back with worsening claudication symptoms and an inability to exercise. As reported, guided fluoroscopy demonstrated two fractures in the vascular stent. A new vascular stent was prepped and deployed inside the existing vascular stent successfully. There is no reported patient injury.